Manufacturer narrative:
Additional contact person phone: (B)(6). A getinge field service engineer (fse) could not duplicate problem with compressor. Pump failed third part of pim leak test. Replaced tidal disk (d202-00-0142). Problem was not resolved. Replaced pneumatic module assy (d997-00-1178). Device passed all functional and safety tests according to factory specifications. Unit cleared for clinical use. The pneumatic module assy were received by national repair center (nrc) for further investigation. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The fat performed the all manifold test. The pneumatic module passed all leak tests. Retaining the module in the fat per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units compressor making a loud noise.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.